Event description:
A malfunction was reported by the customer, identified as malfunction code 0, which required the pump to be reset. There was no reported adverse impact on the customer¿s blood glucose level as the information was unknown or declined to answer. Technical support provided instructions to the customer on how to reset the pump, which resolved the malfunction without recurrence, and the customer was advised to continue using the pump and to contact support if the issue reappeared.